Event description:
It was reported that, "t-handle would not stay connected. Open new one from another triathlon set."

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.